Event description:
A malfunction alarm, labeled as alarm 30, was reported on a pump during the pumping process. There was no adverse impact to the customer's blood glucose level. The customer was unable to resolve the issue by loading a new cartridge as the alarm recurred, so technical support decided to replace the pump. The pump was under warranty, and the customer was instructed to use multiple daily injections (mdi) as a backup therapy. Technical support provided guidance on putting the pump into storage mode and instructed the customer to return the faulty pump using a pre-paid label. The customer understood and acknowledged these instructions.